Event description:
It was reported via phone call that the customer passed away at home. The cause of death as indicated by the reporting party was unknown as they are waiting for autopsy. The caller stated that the customer had no other health issues which may have contributed to the customer's passing. The customer's blood glucose was unknown at the time of passing. The customer was not wearing the insulin pump at the time of passing according to the police. The caller did not know the reason why the customer was not wearing the insulin pump or the date last worn. The caller did not know if customer was using sensors at the time of passing. The caller agreed to return the insulin pump for analysis. The insulin pump passed fa.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11j. Unit received with a depleted panasonic alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: on (B)(6) 2019 dailytotalofallinsulindelivered = 59.975. On (B)(6) 2019 dailytotalofallinsulindelivered = 56.125. On (B)(6) 2019 dailytotalofallinsulindelivered = 65.625. On (B)(6) 2019 dailytotalofallinsulindelivered = 53.3. On (B)(6) 2019 dailytotalofallinsulindelivered = 57.6.